Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required) and gait inability ("couldn't walk"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had not resolved and the gait inability outcome was unknown. The reporter considered gait inability and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: on (B)(6) 2010 (as per pif discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2022: pif received. Consumer address, lawyer reporter, patient date of birth, product indication, removal date, reporter causality comment, action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5077362) on 01-jun-2018. The most recent information was received on 29-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required) and gait inability ("couldn't walk"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain had not resolved. The outcome of gait inability was unknown. The reporter considered gait inability and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5077362) on 01-jun-2018. The most recent information was received on 13-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of tobacco user. Medical history, allergies, alcohol user, drug user and family history were denies. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), gait inability ("couldn't walk") and medical device pain ("complains of pain from coils"). The patient was treated with surgery (essure remova via laparoscopic bilateral salpingectomy on (B)(6) 2020). At the time of the report, the pelvic pain had not resolved. The outcomes for gait inability and medical device pain were unknown. The reporter considered gait inability, medical device pain and pelvic pain to be related to essure administration. The reporter commented: date(s) of insertion: (B)(6) 2010 (as per pif discrepancy noted) and stop date (B)(6) 2020 or (B)(6) 2020. On follow-up (B)(6) 2023 (as per medical record) pre and post-operative diagnosis: female pelvic pain, encounter for removal of essure. Procedure:laparoscopic bilateral salpingectomy and essure removal. Findings: normal fallopian tubes with essure coils. Normal ovaries bilaterally. Normal cervix and uterus. Normal liver and gallbladder. Normal bowels. Specimens removed: bilateral fallopian tubes with essure coils. Complications: none. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2020: negative [pathology test] on (B)(6) 2020: surgical pathology report: diagnosis:bilateral fallopian tubes with essure, fallopian tubes segments, no histopathological abnormalities. Specimen source: bilateral fallopian tubes with essure. Clinical information: female pelvic pain, presence of uterine device, covid-19 negative. Gross description: it consists of two fallopian tube segments each containing metallic coiled wire. The smaller fallopian tube segment measures 4.9 cm in length by 0.5 cm in diameter. The coiled wire extends into the lumen. The larger fallopian tube segment measures 6.8 cm in length by 0.5 cm in diameter. The coiled wire extends into the lumen [sars-cov-2 test] on (B)(6) 2020: negative. Concerning the injuries reported in this case, the following ones events pelvic pain female, medical device pain were described in patient medical records. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: medical records received and the follow information were included consumer's repórter updated ,other health care professional's reporter, patient's details, medical history, lab test, essure stop dated updated from (B)(6) 202 to (B)(6) 2020, new event included medical device pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.